Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - nails: rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the attached is a case that was forwarded by the surgeon. Slide 2 shows the original procedure. Slide 3 shows the post-op x-ray of the revision procedure. The depuy synthes rfna nail and ans low profile screw on the x-ray was identified. Slide 4 shows the 6 week post-op x-ray. The ans low profile screw appears to have migrated forward through the nail and appears to be protruding out of the distal femur medially. There is no further information. This report is for one (1) unk - nails: rfna. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: visual analysis of the photo revealed that rfna nail is backing out from its original place, this condition is related with the customer complaint. No other problems were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.